Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient passed out and was rushed to a local hospital with his wife. The patient doesn't really remember anything, according to the report. Prior to loc, the egv was around 125-135 mg/dl. But the patient's actual reading was low as the patient remembered when he was tested for bg by ems, it was 30 mg/dl. The egv at that moment was not documented. In the ed, the patient was treated with EKG and glucose bags. The patient was reportedly discharges within the day and did not recall other information. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.